Manufacturer narrative:
A bci field service engineer (fse) performed the following: replaced the primary vacuum pump, adjusted the modular chemistry (mc) vacuum, cleaned the mc vacuum accumulator jar, replaced the chloride electrode tip. The leak was cause by the ise cup not properly draining.

Event description:
A customer contacted beckman coulter inc. (Bci) to report synchron lx 20 pro clinical systems was giving low vacuum error and ion-selective electrode (ise) cup leak.no injury was reported.

Manufacturer narrative:
A bci field service engineer (fse) performed the followings: replaced the primary vacuum pump, adjusted the modular chemistry (mc) vacuum, cleaned the mc vacuum accumulator jar, replaced the chloride electrode tip, the leak was cause by the ise cup not properly draining.(B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) to report synchron lx 20 pro clinical systems was giving low vacuum error and ion-selective electrode (ise) cup leak. No injury was reported.